Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had noticeable air embolus in right ventricle outflow tract after leadless implantable pulse generator (ipg) introducer was placed due to a valve air leak. The embolus was resolved without patient complications.

Manufacturer narrative:
Product event summary: the partial introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was torn. The sheath of the delivery system introducer was damaged. The proximal seal of the delivery system introducer was damaged. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. The analyst noted a partial micra introducer was returned without the dilator and the sheath was cut off at 17.2 cm. If information is provided in the future, a supplemental report will be issued.